Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received a report of issues with the crescent hook, 3mmx15mm, item # c8740, unknown serial experienced by (B)(6) centre, on (B)(6) 2021. The received indicates that during an arthroscopic shoulder procedure, the tip of suture passer from set spectrum tissue repair broke off while in use and was retrieved. It is indicated there was " no apparent harm - reached patient/person, inconvenient" to date, although attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was confirmed based on evaluation of the returned device and photos provided. A visual examination of the returned used device found the suture tip broken off at the weld. It is suspected the user applied excessive force on the product and broke the tip off. This is a technique dependent device and the most likely cause of this suspected failure is user related. The broken tip was returned with product for evaluation. The examination was performed per c8740 design print. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history for similar failure modes revealed there has been a total of 16 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). As this is a limited reuse device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
Additional information received notes the tip broke during initial use of the instrument, while the surgeon was using instrument to pass prolene suture through tissue. It was confirmed the surgeon was able to retrieve all broken pieces.